Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device had black screen with tiny blue bar asking for password. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was stuck on biometric identifier (bio ID) password screen. A field service engineer (fse) powered station off and replaced sata cable to resolve the issue. Then the station was rebooted multiple times, and the med application came up and customer logged in. The system functioned as intended after the field service engineer repaired the device.